Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The rate seen (16 worldwide incidents of all burns out of estimated 139,000+ procedures performed to date) is approximately 0.035% of the procedures and within the acceptable range as identified in risk analysis documentation. Requested.

Event description:
Patient developed bilateral 3rd degree burns in the treated areas 14 days post miradry treatment. The patient went to an ER for the burns. Antibiotic (cephalexin) was prescribed. The treating clinic examined the patient and diagnosed the burns as thermal 3rd degree burns. A topical antibiotic ointment (silvadene) was prescribed. By 20 days post-treatment, the burns were resolving.